Manufacturer narrative:
Product complaint #: (B)(4). This report is for one (1) unknown screws/trauma. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient called for the need of surgery. On an unknown date all the screws in replacement were broken. The patient was initially implanted with 6 screws on an unknown date on her leg. The screws broke and a removal surgery was done (B)(6) 2021. Four screws were removed and 2 remain in the bone. The procedure outcome is unknown. The patient continues to have pain. The surgery was performed at gunderson lutheran. The implants are not available for investigation. There is no additional information available. This complaint involves six (6) screws. This report is for one (1) unk - screws: trauma. This report is 2 of 6 for (B)(4).